Event description:
The customer reported that the cannula never deployed. The customer used a manual insulin shot to bring her blood glucose down.

Manufacturer narrative:
The device was not returned for evaluation. We are unable to confirm the reported needle mechanism failure to fire and properly deploy the cannula or to determine its root cause. Lot qualification records were reviewed and the product lot met all acceptance criteria.